Event description:
A pt was skin tested in the forearm on 9/4/96. On 9/11/96, the pt presented with erythema and swelling at the test site (exact date of onset unk). The physician diagnosed a positive skin test; an over-the-counter antihistamine was prescribed.